Event description:
The customer contacted physio-control to report that while testing their device on dc (battery) power, the unit powered off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to verify or duplicate any power discrepancies. The unit powered on and off as expected. Physio did observe that all (B)(4) of the device's battery pins were either broken or cracked. It is possible that damaged battery pins could lead to the type of power off failures that the customer had initially reported. As a precaution, physio replaced all 8 battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.